Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. A review of the provided videos was performed by an isi clinical development engineering (cde) and the following findings were obtained: a vse was seen to dissect fatty tissue. At 0:15, some bleeding occurs and was resolved using bipolar coagulation. It appears that the bleeding occurred because some tissue was stuck to the jaws of the vse, which then tore as the vse was moved away. The da vinci energy: vse user manual warns that repeated sealing application may cause the jaws to stick to the tissue and could result in bleeding. It also recommends skeletonizing large tissue bundles whenever possible, which may help reduce bio debris on the instrument and make the intraoperative cleaning more effective. The vse logs were reviewed by an isi advanced failure analysis engineer (fae) and the following information was obtained: the vse instrument with lot number m 10220803-0067 was found with high initial starting impedance errors. These are common errors that appear when too much fluid or tissue is in between the jaws when energy is activated. This event is being reported due to the following conclusion: during a da vinci-assisted right hemicolectomy surgical procedure, fatty tissue stuck to the instrument jaws after sealing and cutting, making it difficult to release the vessel sealer extend (vse). There was some slight bleeding seen in the procedure video provided, due to the surgeon trying to release the vse. The bleeding was stopped with coagulation with a bipolar forceps instrument. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, after sealing and cutting, it was difficult to release the vessel sealer extend (vse) instrument as tissue was stuck between the jaws. The site tried to wash the instrument with a compress moistened in sterile water, but it got worse according to the surgeon. The procedure was completed robotically with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: there was no damage seen to the instrument prior to use. The surgeon used the vessel sealer throughout the surgery to seal and cut different blood vessels and tissues, including fat tissue. After about 30-40 minutes, it was difficult to release the instrument because of the tissue sticking to the jaws of the instrument. There was no unclamping failure of the vse. There was a small amount of fat tissue which was unexpectedly removed due to the event. The additional tissue removal still resulted in a successful, acceptable surgical outcome. There was no additional bleeding in conjunction with the use of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 03-mar-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis regarding the returned vessel sealer extend (vse) instrument: the vse instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, and jaw gap verification tests. The grip force test passed with a value of 7.9. The energy delivery test was performed with various orientations of the grip tips and passed. The test paper used for the energy delivery test released from the grip tips without issue. A review of the log showed no errors. An additional observation not reported by site that was not related to the customer reported complaint was also identified; the instrument was found to have all ceramic dots dislodged. The dislodged ceramic dots were not returned with the instrument. The common cause of this failure is attributed to mishandling/misuse.